Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, "insert battery now" or "power loss" errors were noted during testing. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer reported that the contacts on the battery cap were missing. The customer reported that the insulin pump display returned after restart. Customer stated that back part of insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.